Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump was not allowing the customer to deliver a bolus. Blood glucose value at the time of event was 355 mg/dl. Troubleshooting was performed. No further patient complications were reported. The insulin pump will not be returned for analysis.